Event description:
The customer reported the system was intermittently locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mcu circuit board was replaced, the nodes were reloaded and calibrations were performed. The system was then found to be operating as intended.